Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. 1st device listed in the description corresponds to MDR report # 2027111-2017-01852.

Event description:
Procedure performed: hand assist right radical nephrectomy. The case was going fine and then echelon 45mm stapler locked on the renal artery and failed to seal and divide. The surgeon was cleaning up the oozing and trying to get stapler off with the eb010. The surgeon was able to fire 20 successful activation with the device and then as he closed a tissue bundle, the jaws locked on the tissue. The surgeon tried to force the handle open and that didn't work. They used a monpolar l hook and tried to cauterize around the locked tissue and pull it out. They were able to open the jaws at that time and opened a new device. With the 2nd hand piece, the surgeon fired once, and then the jaws locked again on the tissue. The second hand piece was on a small bite of tissue and the surgeon was able to force the handle open. When doing so, the locking latch mechanism broke off from the hand piece. Rep noted that they were still activating the device after this occurred. When the jaws locked, the blade lever may have been engaged for the first hand piece, but it was not for the second one. Cleaning was performed on the jaws, but the first hand piece built up tissue frequently. Type of intervention: used a monopolar l hook to cut around locked jaws. Patient status: recovering normally. Patient had to be transfused as a result of the stapler bleeding.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Visual inspection confirmed the complainant's experience. Engineering observed that a metal component within the trigger of the handle was bent. Additionally, an internal component in the handle was not returned. It is likely that the reported event was caused by deformation of the metal component within the trigger of the handle, which resulted in the internal component to dislodge from the hand piece. Applied medical continuously seeks to prove the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. 1st device listed in the description corresponds to MDR report # 2027111-2017-01852.